Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient reported sensor failure during sensor start up period, and does not recall seeing the sensor wire.